Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. A functional evaluation revealed that the light cable is detected but the lamp does not light. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the image of the service repl lens system is yellowish. No case involved. Results of investigation have concluded that this unit's lamp was not giving any light which makes it a reportable event.